Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 753 mg/dl. The customer stated she treated with a manual injection prior to the hospitalization but she had no results. The customer stated that the screen was blank but she could not change the battery because the battery cap was stuck. Therefore, no troubleshooting was done on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.